Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopy procedure, the coated blade fell out into the patient stomach (peritoneal cavity). Extraction of the device and use of another device. Patient consequence was not reported.